Event description:
Healthcare professional reported "patient is not pleased with appearance or feel of the implants" and "dissatisfied with the implant style" of a non-abbvie device. This record is for the left side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).